Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("I passed huge clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(4) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endosalpingiosis ("endosalpingiosis") and dysmenorrhoea ("my cycles continues to become more and more painful"). The patient was treated with surgery (in 2012, underwent salpingectomy removal and in (B)(6) 2014 underwent hysterectomy). Essure was removed in 2012. At the time of the report, the pelvic pain, genital haemorrhage, endosalpingiosis and dysmenorrhoea was resolving. The reporter considered dysmenorrhoea, endosalpingiosis, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the pelvic pain increased to a point where she could no longer intimate with her partner. In (B)(6) 2014, she underwent hysterectomy. She feel much improved since hysterectomy. This case is cross referenced with plaintiff case number : (B)(4). Diagnostic results: pathology revealed she had endosalpingiosis most recent follow-up information incorporated above includes: on (B)(6) 2017: the case is valid now. Events endosalpingiosis, pelvic pain, my cycles continues to become more and more painful and I passed huge clots were added. Surgery hysterectomy and salpingectomy was added, action taken with drug added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("I passed huge clots / abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 893038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult". The patient's past medical history included back disorder from 2007 to 2008, multi gravida, parity 1 ((B)(6) 1997), depression in 2008, anxiety in 2008 and automobile accident. Previously administered products included for to prevent pregnancy: lybrel from 2010 to 2012. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("my cycles continues to become more and more painful"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal severe and persistent pain"), toothache ("aching teeth"), gingival pain ("aching gums"), gingival disorder ("sensitive, painful and bumpy gums"), tooth fracture ("broken tooth"), migraine ("migraines (sharp, shooting, debilitating pain in head)"), vasodilatation ("swelling of veins"), lymphadenopathy ("swollen lymph nodes"), neck mass ("lumps in neck"), inguinal mass ("lump in groin"), dyspepsia ("digestive issues"), gastritis ("gastritis"), polyp ("polyps"), gastrointestinal disorder ("bowel issues") with gastrooesophageal reflux disease, abdominal pain and nausea, weight decreased ("weight loss") and mental disorder ("psychological issues"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal haemorrhage"), menorrhagia ("menorrhagia"), menstrual disorder ("heavy clotting during menses"), premenstrual syndrome ("excessive premenstrual syndrome"), post-traumatic stress disorder ("ptsd (post traumatic stress deisorder)") with anxiety and depression, allergy to chemicals ("positive for titanium and formaldehyde / hypersensitive to chemical scent"), allergy to metals ("positive for titanium and formaldehyde / allergies such as titanium and formaldehyde"), peripheral swelling ("swelling in legs"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), vision blurred ("blurred vision"), metamorphopsia ("distorted vision"), eye movement disorder ("eye twitching") and feeling abnormal ("brain fog"). In (B)(6) 2014, the patient experienced endosalpingiosis ("endosalpingiosis"). In 2014, the patient experienced rhinitis ("rhinitis"), nasal oedema ("swollen painful nasal passages"), rhinalgia ("swollen painful nasal passage") and palmar erythema ("palmar erythema"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia") with arthralgia, fatigue and headache. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), joint swelling ("swollen joints"), burning sensation ("burning sensation"), chest pain ("chest pain"), abdominal pain lower ("severe and persistent cramping"), oropharyngeal pain ("throat pain"), arthritis ("arthritis"), fallopian tube spasm ("difficult placement due to spasms in fallopian tubes"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure") and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with surgery ((B)(6) 2012 bilateral salpingectomy and (B)(6) 2014 having full hysterectomy leaving ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, endosalpingiosis, vaginal haemorrhage, menorrhagia, hormone level abnormal, dysmenorrhoea, menstrual disorder, premenstrual syndrome, vaginal discharge, female sexual dysfunction and dyspareunia had resolved, the allergy to chemicals, allergy to metals, rhinitis, nasal oedema, rhinalgia, joint swelling, peripheral swelling, toothache, gingival pain, gingival disorder, tooth fracture, fibromyalgia, migraine, burning sensation, vasodilatation, lymphadenopathy, neck mass, inguinal mass, dyspepsia, gastritis, polyp, gastrointestinal disorder, weight decreased, palmar erythema, vision blurred, metamorphopsia, eye movement disorder, mental disorder, feeling abnormal, chest pain, abdominal pain lower, oropharyngeal pain, arthritis, fallopian tube spasm, complication of device insertion and investigation noncompliance outcome was unknown and the vulvovaginal pain had not resolved. The reporter considered abdominal pain lower, allergy to chemicals, allergy to metals, arthritis, burning sensation, chest pain, complication of device insertion, dysmenorrhoea, dyspareunia, dyspepsia, endosalpingiosis, eye movement disorder, fallopian tube spasm, feeling abnormal, female sexual dysfunction, fibromyalgia, gastritis, gastrointestinal disorder, genital haemorrhage, gingival disorder, gingival pain, hormone level abnormal, inguinal mass, investigation noncompliance, joint swelling, lymphadenopathy, menorrhagia, menstrual disorder, mental disorder, metamorphopsia, migraine, nasal oedema, neck mass, oropharyngeal pain, palmar erythema, pelvic pain, peripheral swelling, polyp, post-traumatic stress disorder, premenstrual syndrome, rhinalgia, rhinitis, tooth fracture, toothache, vaginal discharge, vaginal haemorrhage, vasodilatation, vision blurred, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: the pelvic pain increased to a point where she could no longer intimate with her partner. In (B)(6) 2014, she underwent hysterectomy. She feel much improved since hysterectomy. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Pathology revealed she had endosalpingiosis. Common skin allergy panel revealed that test was positive for titanium and formaldehyde. Current weight: (B)(6). Approximate weight at the time of essure placement: (B)(6). Concerning the injuries reported in this case, the following one/ones were reported via social media: positive for titanium and formaldehyde concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain. Most recent follow-up information incorporated above includes: on 1-feb-2018: reporter added, patiemt historical condition, concomitant condition added. Lot number received events added as follows- abnormal bleeding vaginal bleeding, menorrhagia, sexual dysfunction , toothache, gingival pain, gingival disorder, tooth fracturedysmenorrhea, dyspareunia ,fatigue, gastrointestinal disorder, nausea,gastritis, polyps, esophageal reflux, bowel issues, and pain after eating, hormonal changes premenstrual syndrome, migraines, headaches, neurological problems, , psychological orpsychiatric problems ,ptsd, anxiety, depression, palmar erythema, vaginal discharge, menstrual disorder ,blurred vision, distorted vision and eye twitching, weight loss, fibromyalgia, rhinitis, arthritis, swollen lymph nodes, burning sensation and, swollen and painful joints, and swelling in legs, neck mass, vaginal discharge, vaginal discharge, polyps, oropharyngeal pain, nasal oedema, peripheral swelling, fatigue, vasodilatation, inguinal mass, dyspepsia, gastritis, hormonal level abnormal, rhinalgia, arthralgia, joint swelling, peripheral swelling, vulvovaginal pain, vasodilatation, lymphadenopathy, dyspepsia, fallopian tube spasm, complication of device insertion, device difficult to use and investigation noncompliance added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe and persistent pain/ stabbing pain'), genital haemorrhage ('I passed huge clots / abnormal bleeding'), autoimmune disorder ('autoimmune issue') and nephrolithiasis ('kidney stone') in a 36-year-old female patient who had essure (batch no. 893938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included back disorder from 2007 to 2008, multi gravida, parity 1 ((B)(6) 1997), depression in 2008, anxiety in 2008, automobile accident, appetite lost, rectal bleeding, vomiting, peptic ulcer, helicobacter pylori infection, dysuria and kidney stones. Previously administered products included for to prevent pregnancy: lybrel from 2010 to 2012; for an unreported indication: vicodin from 2007 to 2010. Concurrent conditions included body mass index normal, anemia, genital herpes, swollen lymph nodes, sexually transmitted disease and numbness. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("my cycles continues to become more and more painful/ dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal severe and persistent pain"), toothache ("aching teeth"), gingival pain ("aching gums"), gingival disorder ("sensitive, painful and bumpy gums"), tooth fracture ("broken tooth"), migraine ("migraines (sharp, shooting, debilitating pain in head)"), burning sensation ("burning sensation"), vasodilatation ("swelling of veins"), lymphadenopathy ("swollen lymph nodes"), neck mass ("lumps in neck"), inguinal mass ("lump in groin"), dyspepsia ("digestive issues"), gastritis ("gastritis"), polyp ("polyps"), gastrointestinal disorder ("bowel issues") with gastrooesophageal reflux disease, abdominal pain and nausea and mental disorder ("psychological issues") and was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal haemorrhage / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)/ heavy clotting during menses"), menstrual disorder ("heavy clotting during menses"), premenstrual syndrome ("excessive premenstrual syndrome"), post-traumatic stress disorder ("ptsd (post traumatic stress disorder)") with anxiety and depression, joint swelling ("swollen joints"), peripheral swelling ("swelling in legs"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), metamorphopsia ("distorted vision"), eye movement disorder ("eye twitching"), feeling abnormal ("brain fog") and arthritis ("arthritis / severe and persistent joint pain"). In 2013, the patient experienced rhinitis ("rhinitis"), nasal oedema ("swollen painful nasal passages"), rhinalgia ("swollen painful nasal passage") and palmar erythema ("palmar erythema"). In (B)(6) 2014, the patient experienced endosalpingiosis ("endosalpingiosis"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia/ fibro just flare up") with arthralgia, fatigue and headache. In (B)(6) 2014, the patient experienced allergy to chemicals ("positive for titanium and formaldehyde / hypersensitive to chemical scent") and allergy to metals ("positive for titanium and formaldehyde / allergies such as titanium and formaldehyde"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), chest pain ("chest pain"), abdominal pain lower ("severe and persistent cramping"), oropharyngeal pain ("throat pain"), fallopian tube spasm ("difficult placement due to spasms in fallopian tubes"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure"), nervousness ("nervous"), eye pain ("sore bumps on eye"), vasculitis ("vasculitis"), bone pain ("bone pain"), loose tooth ("loose teeth"), fatigue ("fatigue"), phlebitis ("inflammation in veins"), neuralgia ("nerve pain"), myalgia ("muscle pain"), infection ("chronic infection"), vascular pain ("pain in veins"), hypoaesthesia ("face felt numb"), dysgeusia ("weird taste in mouth"), eye pruritus ("eyes felt itchy"), pain in extremity ("arm pain"), dizziness ("dizzy"), nephrolithiasis (seriousness criterion medically significant), spinal pain ("spine pain"), renal pain ("kidney pain"), hepatic pain ("liver pain"), hypoaesthesia oral ("tongue, lips numb"), paraesthesia ("arm tingling") and constipation ("constipation") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2012 bilateral salpingectomy and (B)(6) 2014 having full hysterectomy leaving ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, endosalpingiosis, vaginal haemorrhage, menorrhagia, hormone level abnormal, dysmenorrhoea, menstrual disorder, premenstrual syndrome, vaginal discharge, female sexual dysfunction, dyspareunia and pain in extremity had resolved, the autoimmune disorder, post-traumatic stress disorder, allergy to chemicals, allergy to metals, rhinitis, nasal oedema, rhinalgia, joint swelling, peripheral swelling, toothache, gingival pain, gingival disorder, tooth fracture, fibromyalgia, migraine, burning sensation, vasodilatation, lymphadenopathy, neck mass, inguinal mass, dyspepsia, gastritis, polyp, gastrointestinal disorder, weight decreased, palmar erythema, vision blurred, metamorphopsia, eye movement disorder, mental disorder, feeling abnormal, chest pain, abdominal pain lower, oropharyngeal pain, arthritis, fallopian tube spasm, complication of device insertion, nervousness, eye pain, vasculitis, bone pain, loose tooth, fatigue, phlebitis, neuralgia, myalgia, infection, vascular pain, hypoaesthesia, dysgeusia, eye pruritus, dizziness, nephrolithiasis, spinal pain, renal pain, hepatic pain, hypoaesthesia oral, paraesthesia and constipation outcome was unknown and the vulvovaginal pain had not resolved. The reporter considered abdominal pain lower, allergy to chemicals, allergy to metals, arthritis, autoimmune disorder, bone pain, burning sensation, chest pain, complication of device insertion, constipation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endosalpingiosis, eye movement disorder, eye pain, eye pruritus, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastritis, gastrointestinal disorder, genital haemorrhage, gingival disorder, gingival pain, hepatic pain, hormone level abnormal, hypoaesthesia, hypoaesthesia oral, infection, inguinal mass, joint swelling, loose tooth, lymphadenopathy, menorrhagia, menstrual disorder, mental disorder, metamorphopsia, migraine, myalgia, nasal oedema, neck mass, nephrolithiasis, nervousness, neuralgia, oropharyngeal pain, pain in extremity, palmar erythema, paraesthesia, pelvic pain, peripheral swelling, phlebitis, polyp, post-traumatic stress disorder, premenstrual syndrome, renal pain, rhinalgia, rhinitis, spinal pain, tooth fracture, toothache, vaginal discharge, vaginal haemorrhage, vascular pain, vasculitis, vasodilatation, vision blurred, vulvovaginal pain and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: the pelvic pain increased to a point where she could no longer intimate with her partner. In (B)(6) 2014, she underwent hysterectomy. She feel much improved since hysterectomy. Discrepancy in date of insertion (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Pathology revealed she had endosalpingiosis common skin allergy panel revealed that test was positive for titanium and formaldehyde. Current weight: 110lbs. Approximate weight at the time of essure placement: 125lbs . Concerning the injuries reported in this case, the following one/ones were reported via social media: positive for titanium and formaldehyde concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, nervousness, sore eye, vasculitis, bone pain, loose tooth, fatigue, phlebitis, nerve pain, muscle pain, chronic infection, vein pain, numbness in face, taste peculiar, itchy eyes, pain in arm, dizzy, kidney stone, spinal pain, kidney pain, liver pain, hypoaesthesia oral, paraesthesia upper limb, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: f\u 12,13,14,15,16,17 proceed together- social media received: newly added events- nervous. On 2-dec-2019: social media received: newly added events- sore eye, vasculitis, bone pain, loose tooth, fatigue, phlebitis, nerve pain, muscle pain, chronic infection, vein pain, numbness in face, taste peculiar, itchy eyes, pain in arm, dizzy, kidney stone, spinal pain, kidney pain, liver pain, hypoaesthesia oral, paraesthesia upper limb, constipation. On 2-dec-2019: social media received: reporter was added, no new clinically significant information were added. On 2-dec-2019: social media received: reporter was added, no new clinically significant information were added. On 3-dec-2019: social media received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe and persistent pain') and genital haemorrhage ('I passed huge clots / abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 893938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device difficult to use "device insertion difficult". The patient's medical history included back disorder from 2007 to 2008, multi gravida, parity 1 ((B)(6) 1997), depression in 2008, anxiety in 2008, automobile accident, appetite lost, rectal bleeding, vomiting, peptic ulcer, helicobacter pylori infection, dysuria and kidney stones. Previously administered products included for to prevent pregnancy: lybrel from 2010 to 2012; for an unreported indication: vicodin from 2007 to 2010. Concurrent conditions included body mass index normal, anemia, genital herpes, swollen lymph nodes, sexually transmitted disease and numbness. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("my cycles continues to become more and more painful/ dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal severe and persistent pain"), toothache ("aching teeth"), gingival pain ("aching gums"), gingival disorder ("sensitive, painful and bumpy gums"), tooth fracture ("broken tooth"), migraine ("migraines (sharp, shooting, debilitating pain in head)"), burning sensation ("burning sensation"), vasodilatation ("swelling of veins"), lymphadenopathy ("swollen lymph nodes"), neck mass ("lumps in neck"), inguinal mass ("lump in groin"), dyspepsia ("digestive issues"), gastritis ("gastritis"), polyp ("polyps"), gastrointestinal disorder ("bowel issues") with gastrooesophageal reflux disease, abdominal pain and nausea and mental disorder ("psychological issues") and was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal haemorrhage / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)/ heavy clotting during menses"), menstrual disorder ("heavy clotting during menses"), premenstrual syndrome ("excessive premenstrual syndrome"), post-traumatic stress disorder ("ptsd (post traumatic stress disorder)") with anxiety and depression, joint swelling ("swollen joints"), peripheral swelling ("swelling in legs"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), metamorphopsia ("distorted vision"), eye movement disorder ("eye twitching"), feeling abnormal ("brain fog") and arthritis ("arthritis / severe and persistent joint pain"). In 2013, the patient experienced rhinitis ("rhinitis"), nasal oedema ("swollen painful nasal passages"), rhinalgia ("swollen painful nasal passage") and palmar erythema ("palmar erythema"). In (B)(6) 2014, the patient experienced endosalpingiosis ("endosalpingiosis"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia") with arthralgia, fatigue and headache. In (B)(6) 2014, the patient experienced allergy to chemicals ("positive for titanium and formaldehyde / hypersensitive to chemical scent") and allergy to metals ("positive for titanium and formaldehyde / allergies such as titanium and formaldehyde"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), chest pain ("chest pain"), abdominal pain lower ("severe and persistent cramping"), oropharyngeal pain ("throat pain"), fallopian tube spasm ("difficult placement due to spasms in fallopian tubes") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2012 bilateral salpingectomy and (B)(6) 2014 having full hysterectomy leaving ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, endosalpingiosis, vaginal haemorrhage, menorrhagia, hormone level abnormal, dysmenorrhoea, menstrual disorder, premenstrual syndrome, vaginal discharge, female sexual dysfunction and dyspareunia had resolved, the post-traumatic stress disorder, allergy to chemicals, allergy to metals, rhinitis, nasal oedema, rhinalgia, joint swelling, peripheral swelling, toothache, gingival pain, gingival disorder, tooth fracture, fibromyalgia, migraine, burning sensation, vasodilatation, lymphadenopathy, neck mass, inguinal mass, dyspepsia, gastritis, polyp, gastrointestinal disorder, weight decreased, palmar erythema, vision blurred, metamorphopsia, eye movement disorder, mental disorder, feeling abnormal, chest pain, abdominal pain lower, oropharyngeal pain, arthritis, fallopian tube spasm and complication of device insertion outcome was unknown and the vulvovaginal pain had not resolved. The reporter considered abdominal pain lower, allergy to chemicals, allergy to metals, arthritis, burning sensation, chest pain, complication of device insertion, dysmenorrhoea, dyspareunia, dyspepsia, endosalpingiosis, eye movement disorder, fallopian tube spasm, feeling abnormal, female sexual dysfunction, fibromyalgia, gastritis, gastrointestinal disorder, genital haemorrhage, gingival disorder, gingival pain, hormone level abnormal, inguinal mass, joint swelling, lymphadenopathy, menorrhagia, menstrual disorder, mental disorder, metamorphopsia, migraine, nasal oedema, neck mass, oropharyngeal pain, palmar erythema, pelvic pain, peripheral swelling, polyp, post-traumatic stress disorder, premenstrual syndrome, rhinalgia, rhinitis, tooth fracture, toothache, vaginal discharge, vaginal haemorrhage, vasodilatation, vision blurred, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: the pelvic pain increased to a point where she could no longer intimate with her partner. In (B)(6) 2014, she underwent hysterectomy. She feel much improved since hysterectomy. Discrepancy in date of insertion (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Pathology revealed she had endosalpingiosis common skin allergy panel revealed that test was positive for titanium and formaldehyde. Current weight: 110lbs. Approximate weight at the time of essure placement: 125lbs. Concerning the injuries reported in this case, the following one/ones were reported via social media: positive for titanium and formaldehyde concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: upon receiving a internal confirmation, it was confirmed that cases (B)(4) are duplicates of each other. All the information from the deletion case (B)(4) was transferred to retention case (B)(4). Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("I passed huge clots / abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 893938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult". The patient's past medical history included back disorder from 2007 to 2008, multi gravida, parity 1 ((B)(6) 1997), depression in 2008, anxiety in 2008 and automobile accident. Previously administered products included for to prevent pregnancy: lybrel from 2010 to 2012. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("my cycles continues to become more and more painful"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal severe and persistent pain"), toothache ("aching teeth"), gingival pain ("aching gums"), gingival disorder ("sensitive, painful and bumpy gums"), tooth fracture ("broken tooth"), migraine ("migraines (sharp, shooting, debilitating pain in head)"), vasodilatation ("swelling of veins"), lymphadenopathy ("swollen lymph nodes"), neck mass ("lumps in neck"), inguinal mass ("lump in groin"), dyspepsia ("digestive issues"), gastritis ("gastritis"), polyp ("polyps"), gastrointestinal disorder ("bowel issues") with gastrooesophageal reflux disease, abdominal pain and nausea, weight decreased ("weight loss") and mental disorder ("psychological issues"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal haemorrhage"), menorrhagia ("menorrhagia"), menstrual disorder ("heavy clotting during menses"), premenstrual syndrome ("excessive premenstrual syndrome"), post-traumatic stress disorder ("ptsd (post traumatic stress disorder)") with anxiety and depression, allergy to chemicals ("positive for titanium and formaldehyde / hypersensitive to chemical scent"), allergy to metals ("positive for titanium and formaldehyde / allergies such as titanium and formaldehyde"), peripheral swelling ("swelling in legs"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), vision blurred ("blurred vision"), metamorphopsia ("distorted vision"), eye movement disorder ("eye twitching") and feeling abnormal ("brain fog"). In (B)(6) 2014, the patient experienced endosalpingiosis ("endosalpingiosis"). In 2014, the patient experienced rhinitis ("rhinitis"), nasal oedema ("swollen painful nasal passages"), rhinalgia ("swollen painful nasal passage") and palmar erythema ("palmar erythema"). In august 2014, the patient experienced fibromyalgia ("fibromyalgia") with arthralgia, fatigue and headache. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), joint swelling ("swollen joints"), burning sensation ("burning sensation"), chest pain ("chest pain"), abdominal pain lower ("severe and persistent cramping"), oropharyngeal pain ("throat pain"), arthritis ("arthritis"), fallopian tube spasm ("difficult placement due to spasms in fallopian tubes"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure") and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with surgery ((B)(6) 2012 bilateral salpingectomy and (B)(6) 2014 having full hysterectomy leaving ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, endosalpingiosis, vaginal haemorrhage, menorrhagia, hormone level abnormal, dysmenorrhoea, menstrual disorder, premenstrual syndrome, vaginal discharge, female sexual dysfunction and dyspareunia had resolved, the allergy to chemicals, allergy to metals, rhinitis, nasal oedema, rhinalgia, joint swelling, peripheral swelling, toothache, gingival pain, gingival disorder, tooth fracture, fibromyalgia, migraine, burning sensation, vasodilatation, lymphadenopathy, neck mass, inguinal mass, dyspepsia, gastritis, polyp, gastrointestinal disorder, weight decreased, palmar erythema, vision blurred, metamorphopsia, eye movement disorder, mental disorder, feeling abnormal, chest pain, abdominal pain lower, oropharyngeal pain, arthritis, fallopian tube spasm, complication of device insertion and investigation noncompliance outcome was unknown and the vulvovaginal pain had not resolved. The reporter considered abdominal pain lower, allergy to chemicals, allergy to metals, arthritis, burning sensation, chest pain, complication of device insertion, dysmenorrhoea, dyspareunia, dyspepsia, endosalpingiosis, eye movement disorder, fallopian tube spasm, feeling abnormal, female sexual dysfunction, fibromyalgia, gastritis, gastrointestinal disorder, genital haemorrhage, gingival disorder, gingival pain, hormone level abnormal, inguinal mass, investigation noncompliance, joint swelling, lymphadenopathy, menorrhagia, menstrual disorder, mental disorder, metamorphopsia, migraine, nasal oedema, neck mass, oropharyngeal pain, palmar erythema, pelvic pain, peripheral swelling, polyp, post-traumatic stress disorder, premenstrual syndrome, rhinalgia, rhinitis, tooth fracture, toothache, vaginal discharge, vaginal haemorrhage, vasodilatation, vision blurred, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: the pelvic pain increased to a point where she could no longer intimate with her partner. In (B)(6) 2014, she underwent hysterectomy. She feel much improved since hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Pathology revealed she had endosalpingiosis. Common skin allergy panel revealed that test was positive for titanium and formaldehyde. Current weight: 110lbs. Approximate weight at the time of essure placement: 125lbs. Concerning the injuries reported in this case, the following one/ones were reported via social media: positive for titanium and formaldehyde. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe and persistent pain/ stabbing pain'), autoimmune disorder ('autoimmune issue') and nephrolithiasis ('kidney stone') in a 36-year-old female patient who had essure (batch no. 893938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included back disorder from 2007 to 2008, multi gravida, parity 1 ((B)(6) 1997), depression in 2008, anxiety in 2008, automobile accident, appetite lost, rectal bleeding, vomiting, peptic ulcer, helicobacter pylori infection, dysuria and kidney stones. Pathology revealed she had endosalpingiosis common skin allergy panel revealed that test was positive for titanium and formaldehyde. Current weight: 110lbs. Approximate weight at the time of essure placement: 125lbs. Previously administered products included for to prevent pregnancy: lybrel from 2010 to 2012; for an unreported indication: vicodin from 2007 to 2010. Concurrent conditions included body mass index normal, anemia, genital herpes, swollen lymph nodes, sexually transmitted disease and numbness. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("my cycles continues to become more and more painful/ dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal severe and persistent pain"), toothache ("aching teeth"), gingival pain ("aching gums"), gingival disorder ("sensitive, painful and bumpy gums"), tooth fracture ("broken tooth"), migraine ("migraines (sharp, shooting, debilitating pain in head)"), burning sensation ("burning sensation"), vasodilatation ("swelling of veins"), lymphadenopathy ("swollen lymph nodes"), neck mass ("lumps in neck"), inguinal mass ("lump in groin"), dyspepsia ("digestive issues/digestion function was interrupted"), gastritis ("gastritis"), polyp ("polyps"), gastrointestinal disorder ("bowel issues") with gastrooesophageal reflux disease, abdominal pain and nausea and mental disorder ("psychological issues") and was found to have weight decreased ("weight loss/lost 10 ponds in the 2 weeks"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal haemorrhage / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)/ heavy clotting during menses"), menstrual disorder ("heavy clotting during menses"), premenstrual syndrome ("excessive premenstrual syndrome"), post-traumatic stress disorder ("ptsd (post traumatic stress disorder)") with anxiety and depression, joint swelling ("swollen joints"), peripheral swelling ("swelling in legs"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), metamorphopsia ("distorted vision"), eye movement disorder ("eye twitching"), feeling abnormal ("brain fog") and arthritis ("arthritis / severe and persistent joint pain"). In 2013, the patient experienced rhinitis ("rhinitis"), nasal oedema ("swollen painful nasal passages"), rhinalgia ("swollen painful nasal passage") and palmar erythema ("palmar erythema"). In (B)(6) 2014, the patient experienced endosalpingiosis ("endosalpingiosis"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia/ fibro just flare up") with arthralgia, fatigue and headache. In (B)(6) 2014, the patient experienced allergy to chemicals ("positive for titanium and formaldehyde / hypersensitive to chemical scent") and allergy to metals ("positive for titanium and formaldehyde / allergies such as titanium and formaldehyde"). On an unknown date, the patient experienced genital haemorrhage ("I passed huge clots / abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), chest pain ("chest pain"), abdominal pain lower ("severe and persistent cramping"), oropharyngeal pain ("throat pain"), fallopian tube spasm ("difficult placement due to spasms in fallopian tubes"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure"), nervousness ("nervous"), eye pain ("sore bumps on eye"), vasculitis ("vasculitis"), bone pain ("bone pain"), loose tooth ("loose teeth"), fatigue ("fatigue"), phlebitis ("inflammation in veins"), neuralgia ("nerve pain"), myalgia ("muscle pain"), infection ("chronic infection"), vascular pain ("pain in veins"), hypoaesthesia ("face felt numb"), dysgeusia ("weird taste in mouth"), eye pruritus ("eyes felt itchy"), pain in extremity ("arm pain"), dizziness ("dizzy"), nephrolithiasis (seriousness criterion medically significant), spinal pain ("spine pain"), renal pain ("kidney pain"), hepatic pain ("liver pain"), hypoaesthesia oral ("tongue, lips numb"), paraesthesia ("arm tingling"), constipation ("constipation"), abdominal distension ("bloating") and gastrointestinal pain ("digestive pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2012 bilateral salpingectomy and (B)(6) 2014 having full hysterectomy leaving ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, endosalpingiosis, vaginal haemorrhage, menorrhagia, hormone level abnormal, dysmenorrhoea, menstrual disorder, premenstrual syndrome, vaginal discharge, female sexual dysfunction, dyspareunia and pain in extremity had resolved, the autoimmune disorder, post-traumatic stress disorder, allergy to chemicals, allergy to metals, rhinitis, nasal oedema, rhinalgia, joint swelling, peripheral swelling, toothache, gingival pain, gingival disorder, tooth fracture, fibromyalgia, migraine, burning sensation, vasodilatation, lymphadenopathy, neck mass, inguinal mass, dyspepsia, gastritis, polyp, gastrointestinal disorder, weight decreased, palmar erythema, vision blurred, metamorphopsia, eye movement disorder, mental disorder, feeling abnormal, chest pain, abdominal pain lower, oropharyngeal pain, arthritis, fallopian tube spasm, complication of device insertion, nervousness, eye pain, vasculitis, bone pain, loose tooth, fatigue, phlebitis, neuralgia, myalgia, infection, vascular pain, hypoaesthesia, dysgeusia, eye pruritus, dizziness, nephrolithiasis, spinal pain, renal pain, hepatic pain, hypoaesthesia oral, paraesthesia, constipation, abdominal distension and gastrointestinal pain outcome was unknown and the vulvovaginal pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to chemicals, allergy to metals, arthritis, autoimmune disorder, bone pain, burning sensation, chest pain, complication of device insertion, constipation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endosalpingiosis, eye movement disorder, eye pain, eye pruritus, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastritis, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, gingival disorder, gingival pain, hepatic pain, hormone level abnormal, hypoaesthesia, hypoaesthesia oral, infection, inguinal mass, joint swelling, loose tooth, lymphadenopathy, menorrhagia, menstrual disorder, mental disorder, metamorphopsia, migraine, myalgia, nasal oedema, neck mass, nephrolithiasis, nervousness, neuralgia, oropharyngeal pain, pain in extremity, palmar erythema, paraesthesia, pelvic pain, peripheral swelling, phlebitis, polyp, post-traumatic stress disorder, premenstrual syndrome, renal pain, rhinalgia, rhinitis, spinal pain, tooth fracture, toothache, vaginal discharge, vaginal haemorrhage, vascular pain, vasculitis, vasodilatation, vision blurred, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: the pelvic pain increased to a point where she could no longer intimate with her partner. In (B)(6) 2014, she underwent hysterectomy. She feel much improved since hysterectomy. Discrepancy in date of insertion (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media: positive for titanium and formaldehyde concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, nervousness, sore eye, vasculitis, bone pain, loose tooth, fatigue, phlebitis, nerve pain, muscle pain, chronic infection, vein pain, numbness in face, taste peculiar, itchy eyes, pain in arm, dizzy, kidney stone, spinal pain, kidney pain, liver pain, hypoaesthesia oral, paraesthesia upper limb, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Events: bloating, digestive pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe and persistent pain/ stabbing pain'), autoimmune disorder ('autoimmune issue') and nephrolithiasis ('kidney stone') in a 36-year-old female patient who had essure (batch no. 893938-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included back disorder from 2007 to 2008, multi gravida, parity 1 ((B)(6) 1997), depression in 2008, anxiety in 2008, automobile accident, appetite lost, rectal bleeding, vomiting, peptic ulcer, helicobacter pylori infection, dysuria and kidney stones. Pathology revealed she had endosalpingiosis. Common skin allergy panel revealed that test was positive for titanium and formaldehyde. Current weight: 110lbs approximate weight at the time of essure placement: 125lbs. Previously administered products included for to prevent pregnancy: lybrel from 2010 to 2012; for an unreported indication: vicodin from 2007 to 2010. Concurrent conditions included body mass index normal, anemia, genital herpes, swollen lymph nodes, sexually transmitted disease and numbness. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("my cycles continues to become more and more painful/ dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal severe and persistent pain"), toothache ("aching teeth"), gingival pain ("aching gums"), gingival disorder ("sensitive, painful and bumpy gums"), tooth fracture ("broken tooth"), migraine ("migraines (sharp, shooting, debilitating pain in head)"), burning sensation ("burning sensation"), vasodilatation ("swelling of veins"), lymphadenopathy ("swollen lymph nodes"), neck mass ("lumps in neck"), inguinal mass ("lump in groin"), dyspepsia ("digestive issues/digestion function was interrupted"), gastritis ("gastritis"), polyp ("polyps"), gastrointestinal disorder ("bowel issues") with gastrooesophageal reflux disease, abdominal pain and nausea and mental disorder ("psychological issues") and was found to have weight decreased ("weight loss/lost 10 ponds in the 2 weeks"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal haemorrhage / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)/ heavy clotting during menses"), menstrual disorder ("heavy clotting during menses"), premenstrual syndrome ("excessive premenstrual syndrome"), post-traumatic stress disorder ("ptsd (post traumatic stress disorder)") with anxiety and depression, joint swelling ("swollen joints"), peripheral swelling ("swelling in legs"), female sexual dysfunction ("apareunia (inabality to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), metamorphopsia ("distorted vision"), eye movement disorder ("eye twitching"), feeling abnormal ("brain fog") and arthritis ("arthritis / severe and persistent joint pain"). In 2013, the patient experienced rhinitis ("rhinitis"), nasal oedema ("swollen painful nasal passages"), rhinalgia ("swollen painful nasal passage") and palmar erythema ("palmar erythema"). In (B)(6) 2014, the patient experienced endosalpingiosis ("endosalpingiosis"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia/ fibro just flare up") with arthralgia, fatigue and headache. In (B)(6) 2014, the patient experienced allergy to chemicals ("positive for titanium and formaldehyde / hypersensitive to chemical scent") and allergy to metals ("positive for titanium and formaldehyde / allergies such as titanium and formaldehyde"). On an unknown date, the patient experienced genital haemorrhage ("I passed huge clots / abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), chest pain ("chest pain"), abdominal pain lower ("severe and persistent cramping"), oropharyngeal pain ("throat pain"), fallopian tube spasm ("difficult placement due to spasms in fallopian tubes"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure"), nervousness ("nervous"), eye pain ("sore bumps on eye"), vasculitis ("vasculitis"), bone pain ("bone pain"), loose tooth ("loose teeth"), fatigue ("fatigue"), phlebitis ("inflammation in veins"), neuralgia ("nerve pain"), myalgia ("muscle pain"), infection ("chronic infection"), vascular pain ("pain in veins"), hypoaesthesia ("face felt numb"), dysgeusia ("weird taste in mouth"), eye pruritus ("eyes felt itchy"), pain in extremity ("arm pain"), dizziness ("dizzy"), nephrolithiasis (seriousness criterion medically significant), spinal pain ("spine pain"), renal pain ("kidney pain"), hepatic pain ("liver pain"), hypoaesthesia oral ("tongue, lips numb"), paraesthesia ("arm tingling"), constipation ("constipation"), abdominal distension ("bloating") and gastrointestinal pain ("digestive pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2012 bilateral salpingectomy and (B)(6) 2014 having full hysterectomy leaving ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, endosalpingiosis, vaginal haemorrhage, menorrhagia, hormone level abnormal, dysmenorrhoea, menstrual disorder, premenstrual syndrome, vaginal discharge, female sexual dysfunction, dyspareunia and pain in extremity had resolved, the autoimmune disorder, post-traumatic stress disorder, allergy to chemicals, allergy to metals, rhinitis, nasal oedema, rhinalgia, joint swelling, peripheral swelling, toothache, gingival pain, gingival disorder, tooth fracture, fibromyalgia, migraine, burning sensation, vasodilatation, lymphadenopathy, neck mass, inguinal mass, dyspepsia, gastritis, polyp, gastrointestinal disorder, weight decreased, palmar erythema, vision blurred, metamorphopsia, eye movement disorder, mental disorder, feeling abnormal, chest pain, abdominal pain lower, oropharyngeal pain, arthritis, fallopian tube spasm, complication of device insertion, nervousness, eye pain, vasculitis, bone pain, loose tooth, fatigue, phlebitis, neuralgia, myalgia, infection, vascular pain, hypoaesthesia, dysgeusia, eye pruritus, dizziness, nephrolithiasis, spinal pain, renal pain, hepatic pain, hypoaesthesia oral, paraesthesia, constipation, abdominal distension and gastrointestinal pain outcome was unknown and the vulvovaginal pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to chemicals, allergy to metals, arthritis, autoimmune disorder, bone pain, burning sensation, chest pain, complication of device insertion, constipation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endosalpingiosis, eye movement disorder, eye pain, eye pruritus, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastritis, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, gingival disorder, gingival pain, hepatic pain, hormone level abnormal, hypoaesthesia, hypoaesthesia oral, infection, inguinal mass, joint swelling, loose tooth, lymphadenopathy, menorrhagia, menstrual disorder, mental disorder, metamorphopsia, migraine, myalgia, nasal oedema, neck mass, nephrolithiasis, nervousness, neuralgia, oropharyngeal pain, pain in extremity, palmar erythema, paraesthesia, pelvic pain, peripheral swelling, phlebitis, polyp, post-traumatic stress disorder, premenstrual syndrome, renal pain, rhinalgia, rhinitis, spinal pain, tooth fracture, toothache, vaginal discharge, vaginal haemorrhage, vascular pain, vasculitis, vasodilatation, vision blurred, vulvovaginal pain and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: the pelvic pain increased to a point where she could no longer intimate with her partner. In (B)(6) 2014, she underwent hysterectomy. She feel much improved since hysterectomy. Discrepancy in date of insertion (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media: positive for titanium and formaldehyde concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, nervousness, sore eye, vasculitis, bone pain, loose tooth, fatigue, phlebitis, nerve pain, muscle pain, chronic infection, vein pain, numbness in face, taste peculiar, itchy eyes, pain in arm, dizzy, kidney stone, spinal pain, kidney pain, liver pain, hypoaesthesia oral, paraesthesia upper limb, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
H.6 investigation summary: two samples received for investigation. Leakage test at luer connection was performed, there was no leakage or defects observed. During the batch history review no records of quality notifications that could cause leakage problems were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe and persistent pain/ stabbing pain') and nephrolithiasis ('kidney stone') in a 36-year-old female patient who had essure (batch no. 893938-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included back disorder from 2007 to 2008, multi gravida, parity 1 (B)(6) 1997), depression in 2008, anxiety in 2008, automobile accident, appetite lost, rectal bleeding, vomiting, peptic ulcer, helicobacter pylori infection, dysuria and kidney stones. Pathology revealed she had endosalpingiosis common skin allergy panel revealed that test was positive for titanium and formaldehyde. Current weight: 110lbs. Approximate weight at the time of essure placement: 125lbs. Previously administered products included for to prevent pregnancy: lybrel from 2010 to 2012; for an unreported indication: vicodin from 2007 to 2010. Concurrent conditions included body mass index normal, anemia, genital herpes, swollen lymph nodes, sexually transmitted disease and numbness. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("my cycles continues to become more and more painful/ dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal severe and persistent pain"), toothache ("aching teeth"), gingival pain ("aching gums"), gingival disorder ("sensitive, painful and bumpy gums"), tooth fracture ("broken tooth"), migraine ("migraines (sharp, shooting, debilitating pain in head)"), burning sensation ("burning sensation"), vasodilatation ("swelling of veins"), lymphadenopathy ("swollen lymph nodes"), neck mass ("lumps in neck"), inguinal mass ("lump in groin"), dyspepsia ("digestive issues/digestion function was interrupted"), gastritis ("gastritis"), polyp ("polyps"), gastrointestinal disorder ("bowel issues") with gastrooesophageal reflux disease, abdominal pain and nausea and mental disorder ("psychological issues") and was found to have weight decreased ("weight loss/lost 10 ponds in the 2 weeks"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal haemorrhage / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)/ heavy clotting during menses"), menstrual disorder ("heavy clotting during menses"), premenstrual syndrome ("excessive premenstrual syndrome"), post-traumatic stress disorder ("ptsd (post traumatic stress disorder)") with anxiety and depression, joint swelling ("swollen joints"), peripheral swelling ("swelling in legs"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), metamorphopsia ("distorted vision"), eye movement disorder ("eye twitching"), feeling abnormal ("brain fog") and arthritis ("arthritis / severe and persistent joint pain"). In 2013, the patient experienced rhinitis ("rhinitis"), nasal oedema ("swollen painful nasal passages"), rhinalgia ("swollen painful nasal passage") and palmar erythema ("palmar erythema"). In (B)(6) 2014, the patient experienced endosalpingiosis ("endosalpingiosis"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia/ fibro just flare up") with arthralgia, fatigue and headache. In (B)(6) 2014, the patient experienced allergy to chemicals ("positive for titanium and formaldehyde / hypersensitive to chemical scent") and allergy to metals ("positive for titanium and formaldehyde / allergies such as titanium and formaldehyde"). On an unknown date, the patient experienced genital haemorrhage ("I passed huge clots / abnormal bleeding"), autoimmune disorder ("autoimmune issue"), chest pain ("chest pain"), abdominal pain lower ("severe and persistent cramping"), oropharyngeal pain ("throat pain"), fallopian tube spasm ("difficult placement due to spasms in fallopian tubes"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure"), nervousness ("nervous"), eye pain ("sore bumps on eye"), vasculitis ("vasculitis"), bone pain ("bone pain"), loose tooth ("loose teeth"), fatigue ("fatigue"), phlebitis ("inflammation in veins"), neuralgia ("nerve pain"), myalgia ("muscle pain"), infection ("chronic infection"), vascular pain ("pain in veins"), hypoaesthesia ("face felt numb"), dysgeusia ("weird taste in mouth"), eye pruritus ("eyes felt itchy"), pain in extremity ("arm pain"), dizziness ("dizzy"), nephrolithiasis (seriousness criterion medically significant), spinal pain ("spine pain"), renal pain ("kidney pain"), hepatic pain ("liver pain"), hypoaesthesia oral ("tongue, lips numb"), paraesthesia ("arm tingling"), constipation ("constipation"), abdominal distension ("bloating"), gastrointestinal pain ("digestive pain") and mood swings ("mood swings") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (B)(6) 2012 bilateral salpingectomy and (B)(6) 2014 having full hysterectomy leaving ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, endosalpingiosis, vaginal haemorrhage, menorrhagia, hormone level abnormal, dysmenorrhoea, menstrual disorder, premenstrual syndrome, vaginal discharge, female sexual dysfunction, dyspareunia and pain in extremity had resolved, the autoimmune disorder, post-traumatic stress disorder, allergy to chemicals, allergy to metals, rhinitis, nasal oedema, rhinalgia, joint swelling, peripheral swelling, toothache, gingival pain, gingival disorder, tooth fracture, fibromyalgia, migraine, burning sensation, vasodilatation, lymphadenopathy, neck mass, inguinal mass, dyspepsia, gastritis, polyp, gastrointestinal disorder, weight decreased, palmar erythema, vision blurred, metamorphopsia, eye movement disorder, mental disorder, feeling abnormal, chest pain, abdominal pain lower, oropharyngeal pain, arthritis, fallopian tube spasm, complication of device insertion, nervousness, eye pain, vasculitis, bone pain, loose tooth, fatigue, phlebitis, neuralgia, myalgia, infection, vascular pain, hypoaesthesia, dysgeusia, eye pruritus, dizziness, nephrolithiasis, spinal pain, renal pain, hepatic pain, hypoaesthesia oral, paraesthesia, constipation, abdominal distension, gastrointestinal pain and mood swings outcome was unknown and the vulvovaginal pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to chemicals, allergy to metals, arthritis, autoimmune disorder, bone pain, burning sensation, chest pain, complication of device insertion, constipation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endosalpingiosis, eye movement disorder, eye pain, eye pruritus, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastritis, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, gingival disorder, gingival pain, hepatic pain, hormone level abnormal, hypoaesthesia, hypoaesthesia oral, infection, inguinal mass, joint swelling, loose tooth, lymphadenopathy, menorrhagia, menstrual disorder, mental disorder, metamorphopsia, migraine, mood swings, myalgia, nasal oedema, neck mass, nephrolithiasis, nervousness, neuralgia, oropharyngeal pain, pain in extremity, palmar erythema, paraesthesia, pelvic pain, peripheral swelling, phlebitis, polyp, post-traumatic stress disorder, premenstrual syndrome, renal pain, rhinalgia, rhinitis, spinal pain, tooth fracture, toothache, vaginal discharge, vaginal haemorrhage, vascular pain, vasculitis, vasodilatation, vision blurred, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: the pelvic pain increased to a point where she could no longer intimate with her partner. In (B)(6) 2014, she underwent hysterectomy. She feel much improved since hysterectomy. Discrepancy in date of insertion (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media: positive for titanium and formaldehyde concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, nervousness, sore eye, vasculitis, bone pain, loose tooth, fatigue, phlebitis, nerve pain, muscle pain, chronic infection, vein pain, numbness in face, taste peculiar, itchy eyes, pain in arm, dizzy, kidney stone, spinal pain, kidney pain, liver pain, hypoaesthesia oral, paraesthesia upper limb, constipation, mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 23 and 24 were processed together. Social media was received, new reporter was added. Event : mood swings added. On 20-mar-2020: fu 23 and 24 were processed together. Social media was received, new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pet fibres left behind,'), pelvic pain ('pelvic pain / severe and persistent pain/ stabbing pain') and nephrolithiasis ('kidney stone') in a 36-year-old female patient who had essure (batch no. 893938-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included back disorder from 2007 to 2008, multi gravida, parity 1 ((B)(6) 1997), depression in 2008, anxiety in 2008, automobile accident, appetite lost, rectal bleeding, vomiting, peptic ulcer, helicobacter pylori infection, dysuria and kidney stones. Pathology revealed she had endosalpingiosis common skin allergy panel revealed that test was positive for titanium and formaldehyde. Current weight: 110lbs approximate weight at the time of essure placement: 125lbs. Previously administered products included for to prevent pregnancy: lybrel from 2010 to 2012; for an unreported indication: vicodin from 2007 to 2010. Concurrent conditions included body mass index normal, anemia, genital herpes, swollen lymph nodes, sexually transmitted disease and numbness. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("my cycles continues to become more and more painful/ dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal severe and persistent pain"), toothache ("aching teeth"), gingival pain ("aching gums"), gingival disorder ("sensitive, painful and bumpy gums"), tooth fracture ("broken tooth"), migraine ("migraines (sharp, shooting, debilitating pain in head)"), burning sensation ("burning sensation"), vasodilatation ("swelling of veins"), lymphadenopathy ("swollen lymph nodes"), neck mass ("lumps in neck"), inguinal mass ("lump in groin"), dyspepsia ("digestive issues/digestion function was interrupted"), gastritis ("gastritis"), polyp ("polyps"), gastrointestinal disorder ("bowel issues") with gastrooesophageal reflux disease, abdominal pain and nausea and mental disorder ("psychological issues") and was found to have weight loss ("weight loss/lost 10 ponds in the 2 weeks"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal haemorrhage / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)/ heavy clotting during menses"), menstrual disorder ("heavy clotting during menses"), premenstrual syndrome ("excessive premenstrual syndrome"), post-traumatic stress disorder ("ptsd (post traumatic stress deisorder)") with anxiety and depression, joint swelling ("swollen joints"), peripheral swelling ("swelling in legs"), female sexual dysfunction ("apareunia (inabality to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), metamorphopsia ("distorted vision"), eye movement disorder ("eye twitching"), feeling abnormal ("brain fog") and arthritis ("arthritis / severe and persistent joint pain"). In 2013, the patient experienced rhinitis ("rhinitis"), nasal oedema ("swollen painful nasal passages"), rhinalgia ("swollen painful nasal passage") and palmar erythema ("palmar erythema"). In (B)(6) 2014, the patient experienced endosalpingiosis ("endosalpingiosis"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia/ fibro just flare up") with arthralgia, fatigue and headache. In (B)(6) 2014, the patient experienced allergy to chemicals ("positive for titanium and formaldehyde / hypersensitive to chemical scent") and allergy to metals ("positive for titanium and formaldehyde / allergies such as titanium and formaldehyde"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine injury ("damaged uterus"), genital haemorrhage ("I passed huge clots / abnormal bleeding"), autoimmune disorder ("autoimmune issue"), chest pain ("chest pain"), abdominal pain lower ("severe and persistent cramping"), oropharyngeal pain ("throat pain"), fallopian tube spasm ("difficult placement due to spasms in fallopian tubes"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure"), nervousness ("nervous"), eye pain ("sore bumps on eye"), vasculitis ("vasculitis"), bone pain ("bone pain"), loose tooth ("loose teeth"), fatigue ("fatigue"), phlebitis ("inflammation in veins"), neuralgia ("nerve pain"), myalgia ("muscle pain"), infection ("chronic infection"), vascular pain ("pain in veins"), hypoaesthesia ("face felt numb"), dysgeusia ("weird taste in mouth"), eye pruritus ("eyes felt itchy"), pain in extremity ("arm pain"), dizziness ("dizzy"), nephrolithiasis (seriousness criterion medically significant), spinal pain ("spine pain"), renal pain ("kidney pain"), hepatic pain ("liver pain"), hypoaesthesia oral ("tongue, lips numb"), paraesthesia ("arm tingling"), constipation ("constipation"), abdominal distension ("bloating"), gastrointestinal pain ("digestive pain"), mood swings ("mood swings"), dry eye ("dry eye syndrome") and swelling ("swelling") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight decreased from 130 to 114"). The patient was treated with surgery ((B)(6) 2012 bilateral salpingectomy and (B)(6) 2014 having full hysterectomy leaving ovaries and hyesteroctomy jun -14). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine injury, autoimmune disorder, post-traumatic stress disorder, allergy to chemicals, allergy to metals, rhinitis, nasal oedema, rhinalgia, joint swelling, peripheral swelling, toothache, gingival pain, gingival disorder, tooth fracture, fibromyalgia, migraine, burning sensation, vasodilatation, lymphadenopathy, neck mass, inguinal mass, dyspepsia, gastritis, polyp, gastrointestinal disorder, weight loss, palmar erythema, vision blurred, metamorphopsia, eye movement disorder, mental disorder, feeling abnormal, chest pain, abdominal pain lower, oropharyngeal pain, arthritis, fallopian tube spasm, complication of device insertion, nervousness, eye pain, vasculitis, bone pain, loose tooth, fatigue, phlebitis, neuralgia, myalgia, infection, vascular pain, hypoaesthesia, dysgeusia, eye pruritus, dizziness, nephrolithiasis, spinal pain, renal pain, hepatic pain, hypoaesthesia oral, paraesthesia, constipation, abdominal distension, gastrointestinal pain, mood swings, dry eye, weight decreased and swelling outcome was unknown, the pelvic pain was resolving, the genital haemorrhage, endosalpingiosis, vaginal haemorrhage, menorrhagia, hormone level abnormal, dysmenorrhoea, menstrual disorder, premenstrual syndrome, vaginal discharge, female sexual dysfunction, dyspareunia and pain in extremity had resolved and the vulvovaginal pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to chemicals, allergy to metals, arthritis, autoimmune disorder, bone pain, burning sensation, chest pain, complication of device insertion, constipation, device breakage, dizziness, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endosalpingiosis, eye movement disorder, eye pain, eye pruritus, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastritis, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, gingival disorder, gingival pain, hepatic pain, hormone level abnormal, hypoaesthesia, hypoaesthesia oral, infection, inguinal mass, joint swelling, loose tooth, lymphadenopathy, menorrhagia, menstrual disorder, mental disorder, metamorphopsia, migraine, mood swings, myalgia, nasal oedema, neck mass, nephrolithiasis, nervousness, neuralgia, oropharyngeal pain, pain in extremity, palmar erythema, paraesthesia, pelvic pain, peripheral swelling, phlebitis, polyp, post-traumatic stress disorder, premenstrual syndrome, renal pain, rhinalgia, rhinitis, spinal pain, swelling, tooth fracture, toothache, uterine injury, vaginal discharge, vaginal haemorrhage, vascular pain, vasculitis, vasodilatation, vision blurred, vulvovaginal pain, weight loss and weight decreased to be related to essure. The reporter commented: the pelvic pain increased to a point where she could no longer intimate with her partner. In (B)(6) 2014, she underwent hysterectomy. She feel much improved since hysterectomy. Discrepancy in date of insertion (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media: positive for titanium and formaldehyde concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, nervousness, sore eye, vasculitis, bone pain, loose tooth, fatigue, phlebitis, nerve pain, muscle pain, chronic infection, vein pain, numbness in face, taste peculiar, itchy eyes, pain in arm, dizzy, kidney stone, spinal pain, kidney pain, liver pain, hypoaesthesia oral, paraesthesia upper limb, constipation, mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media information received. Events ¿dry eye syndrome¿, ¿weight decreased from 130 to 114¿, ¿swelling¿, ¿pet fibres left behind, damaged uterus¿ added. Reporters added. On 20-mar-2020: processed with follow up 25. On 20-mar-2020: processed with follow up 25. On 20-mar-2020: processed with follow up 25. On 20-mar-2020: processed with follow up 25. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("I passed huge clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endosalpingiosis ("endosalpingiosis"), dysmenorrhoea ("my cycles continues to become more and more painful"), allergy to chemicals ("positive for titanium and formaldehyde") and allergy to metals ("positive for titanium and formaldehyde"). The patient was treated with surgery (in 2012, underwent salpingectomy removal and in (B)(6) 2014 underwent hysterectomy). Essure was removed in 2012. At the time of the report, the pelvic pain, genital haemorrhage, endosalpingiosis and dysmenorrhoea was resolving and the allergy to chemicals and allergy to metals outcome was unknown. The reporter considered allergy to chemicals, allergy to metals, dysmenorrhoea, endosalpingiosis, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the pelvic pain increased to a point where she could no longer intimate with her partner. In (B)(6) 2014, she underwent hysterectomy. She feel much improved since hysterectomy. Cross referenced with plaintiff case number : (B)(4). Diagnostic results: pathology revealed she had endosalpingiosis common skin allergy panel revealed that test was positive for titanium and formaldehyde. Concerning the injuries reported in this case, the following one/ones were reported via social media: positive for titanium and formaldehyde most recent follow-up information incorporated above includes: on 31-jan-2018: new event added and splitted-positive for titanium and formaldehyde. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.